Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing the belt alarms. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.